Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient has had multiple strokes and will have an MRI done soon. It is unknown what troubleshooting was performed or what the resolution of the event was. No further complications are anticipated. See related regulatory report 3004209178-2018-10830.